Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell. A microscopic analysis was performed which identified sharp opening assessed as unidentified tear. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp unidentified (tear) opening on anterior edge.

Event description:
Physician right side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician right side ¿rupture¿. The device has been explanted.